Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. At this time, the replacement procedure has not occurred, and the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. The system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. The system was subsequently explanted and replaced with a transvenous system to resolve the event and no additional adverse patient effects were reported. The s-ICD system has been received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.